Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of below the knee. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilation. During first inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.